Event description:
It was reported that patient stated she was getting an alarm on renasys go. She stated having problems the first day it was applied, she stated she had to remove dressing and put on a wet to dry dressing. She stated her health home care nurse changed the dressing and the device is still alarming. She has changed out canister, checked tubing, milked soft port and re-booted the device however alarm is still not resolving. She stated the dressing is dry and the device has been upright the entire time. No patient injury reported and there was no back device available. No further information is available.

Manufacturer narrative:
The device which was used in treatment has not been returned for evaluation therefore we are unable to establish a relationship between the reported event and the device and the root cause is undetermined at this time. If the device is returned in the future this complaint will be re-assessed. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during production. The device met all specifications upon release into distribution. A complaint history for the reported event has been reviewed revealing further instances, these instances are being monitored to determine if additional actions are required. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch.